Event description:
The facility representative reported a colleague infusion pump with a failed display. This condition was found during use, but it was not reported in which care area this occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement or medical intervention; however, no patient injury was reported. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failed display was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the evaluation and has determined that a defective user interface module printed circuit board, found in the product evaluation report, would keep the display from turning on; therefore confirming the reported condition. The root cause of this condition was determined to be a defective user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. A device history review revealed no abnormalities were found during manufacturing. The device had no prior service history. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.